Event description:
Event description guidant received information that this implantable lead displayed four non-sustained ventricular fibrillation episodes in pacer dependent patient causing pacing inhibition. Noise was noted on the rate/sense channel only, and could not be reproduced. The lead measurements were normal.